Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 17mar2020 indicated the drain was in place for a couple of days prior to hub separation. The separation occurred during the patient's normal movement. The device was successfully replaced in an additional procedure.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional methods code: device not returned (4114). Investigation/evaluation: it was reported that the hub of the catheter within a ultrathane mac-loc locking loop multipurpose drainage catheter separated from the shaft. This incident was reported by onze lieve vrouwe gasthuis, in the netherlands. The device was removed, and another was placed to successfully complete the procedure. No adverse effects were reported. A review of the complaint history, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, were conducted during the investigation. The complainant did not return the complaint device to cook for investigation. A photo was supplied of the failed device within the patient, and from the photo the hub was confirmed to be separated from the tubing. There was no apparent damage to the flare or hub, however. At this time, there is no evidence that the device was not manufactured to specification. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. The customer did not provide a lot number for investigation. A search of all lots sold to the customer in the time frame 01jan2017 ¿ 24feb2020 found (B)(4) potential lots, however the affected lot could not be determined from this list. A nonconformance search on the (B)(4) potential lots found (B)(4) lots with applicable nonconformances, however all nonconforming product was scrapped, the device goes through a 100% inspection for the reported nonconformances, and there have been no complaints from the field on the potential lots. At this time, cook cannot conclude that nonconforming product from the affected lot exists in house or in the field. The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. A CAPA was previously opened to investigate this issue; manufacturing-related root causes were identified, and corrective actions including implementation of a gap gauge and retraining were performed. Based on the information provided, no inspection of returned product and the results of the investigation, it is possible a manufacturing or quality control deficiency contributed to this incident as determined from the CAPA investigation. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required placement of an ultrathane mac-loc locking loop multipurpose drainage catheter in the pancreas. The operator reported the device was "broken at the bit of the hub". Images provided by the customer indicate the hub of the catheter separated. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.